Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manu facturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿power-on resets¿ in cardiac implantable electronic devices during magnetic resonance imaging. Heart rhythm 2015; 12: 540-544. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator (ipg). The article noted power on reset (por) during magnetic resonance imaging. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.